Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch out of pace mode, and intermittently shut down inappropriately. Complainant indicated that there was no pt involvement in the reported malfunction.